Manufacturer narrative:
Sorin group USA received a medwatch report that stated while harvesting the leg vein, the physician's assistant noted that one of the jaws had a clear plastic piece missing. The pa retrieved the piece from the pt's leg. It was reported that the pt was fine. Testing has shown that the material used in the plastic protective cap may weaken the precision bipolar upper jaw and cause it to break. A new protective cap has been implemented to eliminate this possibility. A field action has been initiated alerting all customers of the issue and providing instructions on the safe use and return of product. Sorin group USA contacted risk management. The product is available for eval. However, analysis is not necessary. The reported lot number was on the affected product list and was part of the field action. The customer was sent a notification letter on (B)(4) 2009, and did return the customer response form on (B)(4) 2009, indicating that they had received, read and understood the field safety action. Sorin group customer service confirmed that product was returned per request. Risk management stated that the operating room nurse had posted the field action info and thought all product was pulled and returned. The nurse stated that she does not know how this bipolar was accidently used.

Event description:
.